Event description:
It was reported that the patient developed an infection at the pocket site. This is due to the patient not complying with the post-operation instructions and visits. The patient will undergo an explant procedure. Additional information was received that the patient underwent explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. This is due to the patient not complying with the post-operation instructions and visits. The patient will undergo an explant procedure.